Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant; product expire date unk, lot number not provided; product catalog number unk, product unspecified. Product manufacture date unk; lot number unk. Conclusion: root cause inconclusive due to lack of details provided by the complainant. Investigation into this claim included a review of the claim allegations and all other communication and investigation into this report/claim is being handled by our attorney. Based on the info provided by the complainant, details regarding a specific correlation between the biodesign for surgisis 4-layer tissue graft's performance and the alleged injury remain unk. A root cause of the claim allegations is inconclusive due to lack of details provided by the complainant. All other matters relating to this litigation are being handled by our attorney. If/when additional info is obtained a f/u MDR will be filed.

Manufacturer narrative:
Date of event not provided by the complainant. Lot number not provided by the complainant. Product expire date unknown; lot number not provided. Product catalog number unknown, product unspecified. Product manufacture date unknown; lot number unknown. Update: the root cause of the patient¿s current complaints remains inconclusive. However, although the patient appears to have had a reoperation due to the tacks used to secure the surgisis graft, it does not appear that the surgisis graft failed to perform as the surgeon intended or that the graft itself directly contributed to the patient¿s need for additional surgery. The fecal incontinence did not recur until after the additional surgery in (B)(6) 2005. The patient has had multiple surgeries, prior to the placement of the surgisis graft, which could contribute to some of her current complaints.

Event description:
The patient was reportedly implanted with a biodesign or surgisis 4-layer tissue graft on (B)(6) 2004, at (B)(6) medical center, by dr. (B)(6). The patient and her attorney have alleged that as a result of this product being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. Update: on 06/24/2004, dr. (B)(6) performed a laparoscopic rectopexy and colporrhaphy on the patient for repair of fecal incontinence, urgency to defecate, and a sense of incomplete rectal emptying. A surgisis graft was implanted and anchored with three protack staples. Dr. (B)(6) informed the patient, prior to surgery that she had poor sphincter control and that repair of her prolapse may worsen fecal control. The patient reported that during her recovery period she experienced fever, fatigue, and sweating. Follow-up medical care did not diagnose any problems and the patient eventually went on an antidepressant. In the fall of 2004, after urinating, the patient found a metal tack on the toilet paper. She was referred to dr. (B)(6), (B)(6) medical center, for follow-up care. The patient reported that in (B)(6) 2004, dr. (B)(6) performed an exploratory procedure. On (B)(6) 2005, dr. (B)(6) performed surgery on the patient, which the patient indicated involved removing infection and repairing a fistula. The patient reported that a metal tack had worked its way through her intestine. In (B)(6) 2005, the patient experienced fevers, drains were placed for infection, and the patient reported she was re-admitted to the hospital. She was discharged from the hospital with a rectal drain.

Event description:
The patient was reportedly implanted with a biodesign or surgisis 4-layer tissue graft on (B)(6) 2004, at (B)(6) medical, by dr. (B)(6). The patient and her attorney have alleged that as a result of this/these product(s) being implanted in the patient, the patient has experienced pain, injury, and has undergone medical treatment. The following info was not provided by the complainant: specific info of the alleged injury, specific info regarding whether intervention was performed, specific info regarding why intervention was performed or what type/to what extent intervention was performed, specific correlation between device performance and alleged injury, current patient status.